Event description:
It was observed that during the device evaluation, the subject device pump head had wear and does not function as expected. Additionally, the led (light-emitting diode) does not operate. There was no patient involvement.

Manufacturer narrative:
A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the led (light emitting diode) does not operate due to faulty control panel. A definitive root cause could not be identified for the pump head wear. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.